Event description:
The surgeon reported that on revising this knee a few weeks ago, there was no infection, it was osteolysis and aseptic loosening. The surgeon stated that the distal femur was most involved with the loss of bone due to osteolysis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient as: MFR # 2249697-2011-00699 and 9616680-2011-00304.